Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump at the time of report, will rely on backup method for insulin therapy.